Manufacturer narrative:
Product analysis summary: post market vigilance (pmv) received one device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Forwarded to ponce engineering for further evaluation of staple deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic examination noted nicks on the knife blade. A second partial knife impression was noted very close to the knife¿s internal diameter (ID). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. As part of the evaluation a shell/ anvil size mismatch firing simulation was performed and it was noticed that results from firing an instrument upon an anvil head are pretty consistent with the conditions observed in the returned anvil assembly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the donuts were fully formed. There were two complete rings of tissue. The stapler cut but the staples themselves did not engage. The procedure was converted to a robotic lower anterior resection. There was some tissue loss to re-do the anastomosis and resect additional rectum and colon. There was no blood loss over 500 cc. The procedure was prolonged by about sixty minutes due to the misfire. The current status of the patient is fine and recovered per usual course.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic left colectomy procedure. The stapler misfired while crea ting the anastomosis. The stapler cut and fired only half of the staples. During the anastomosis, the stapler was lined up and the device was engaged and completely fired. Staples did not clamp down as they should have. The procedure was converted to a lower anterior resection. The procedure was prolonged due to the misfire. There was no harm to the patient. While in the post-anesthesia care unit (pacu), the patient became apneic, requiring bipap and narcan. The patient's respiratory issues had resolved prior to being transferred to the intensive care unit (ICU). Due to the prolonged surgery time and the patient's chronic obstructive pulmonary disease (copd), the patient required more treatment after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.